Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a breakage of a tip. The root cause of this condition is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of an administration set that had a breakage of the tip of the trocard in perforation of the elastomeric of the flexible bottle cap. This was discovered before use. There was no medical intervention or patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.